Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range right ventricular (rv) lead impedances of greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional alerts have been detected since due to out of range pacing impedances. The field representative was contacted for additional information and confirmed that all other measurements had been stable and within normal range and that the impedances have been chronically high since implant. The field representative confirmed there was no concern of the lead/system integrity and no further action would be taken and the patient would be monitored by regular follow-ups.